Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of the coyote es balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. There were numerous hypotube kinks. Microscopic examination of the balloon revealed a pinhole in the balloon wall that the distal edge of the markerband with a scratch above it. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosis was located in the moderately tortuous and severely calcified vessel below the knee(bk). A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, upon second inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another coyote nc balloon catheter. No patient complications were reported and patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosis was located in the moderately tortuous and severely calcified vessel below the knee (bk). A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, upon second inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another coyote nc balloon catheter. No patient complications were reported and patient's condition was good.